Manufacturer narrative:
The manufacturer previously reported voluntary medwatch (mw5102752) alleging a CPAP device's sound abatement foam became degraded and caused (sinus infection, upper respiratory issues, fever,headaches, cough and bronchitis. The patient did receive medical intervention of prescribed steroids and antibiotic this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. New information was provided to section d4.

Manufacturer narrative:
The manufacturer previously reported voluntary medwatch (mw5102752) alleging a CPAP device's sound abatement foam became degraded and caused (sinus infection, upper respiratory issues, fever,headaches, cough and bronchitis. The patient did receive medical intervention of prescribed steroids and antibiotic. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown but did observed evidence of thermal damage to q8 on the pca. It appears the thermal damage was isolated to the component. There was no report of the enclosure of the device being compromised. Section d9, g3 and h6 has been updated in this report.

Event description:
The manufacturer received a voluntary medwatch (mw5102752) alleging a CPAP device's sound abatement foam became degraded and caused (sinus infection, upper respiratory issues, fever,headaches, cough and bronchitis. The patient did receive medical intervention of prescribed steroids and antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.